Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sic. Right ventricular pace impedance steady at approx. 700 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4) non-sustained tachycardia episodes with v-v intervals less than 220 ms from (B)(6) 2016. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.